Event description:
Related manufacturer report number: 2916596-2022-01423. It was reported that patient had a driveline power fault alarm. A review of the log files confirmed the existence of a driveline power fault. Additional information revealed that the alarm was cleared on the system monitor and initially did not return. The patient's driveline was found to be stable and without cuts. The alarm returned on (B)(6) 2022 and the patient's modular cable and system controller were exchanged. Prior to discharge, the patient had a power cable disconnect alarm after fully connecting to batteries. The alarm resolved after the patient disconnected and reconnected to battery power. The patient was kept overnight to monitor for further alarms. When assessing the patient on (B)(6) 2022, a connect to power alarm was noted on the controller several minutes after transitioning to battery power. Though the black cord was connected tightly to the battery clip, the alarm stopped after ventricular assist device (vad) coordinator turned the black cord a little more. It was suspected that the alarms following controller and modular cable exchange were related to a battery or clip issue. Log file review confirmed that the power cable disconnect events were caused by a weak connection between the batteries and clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file recorded a driveline power fault alarm associated with power a on 01mar2022 at 16:20:52. The alarm remained active until 01mar2022 at 18:56:14 and pump function was not interrupted. The log file appeared to capture the pump operating as intended. The account reported that the patient presented with a driveline power fault alarm. The submitted log files revealed that driveline power fault alarms were present. The patient¿s system controller and modular cable were reportedly exchanged. The patient has reportedly not experienced any further alarms. The patient remains ongoing on ventricular assist device (vad) support with their new modular cable with no further issues reported. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.